Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported that they usually recharge their ins every 4-5 days. However, lately, they have needed to recharge it every 2-3 days. They expressed concern about this change, noting that they usually keep the ins at the lowest settings most of the time and only increase the settings when going out or engaging in light walking. Pt reported that the ins battery has been depleting much more quickly than usual. Pt also noted that their ins battery consistently displayed 100% charge for almost a week, but when they checked it today, the battery level had suddenly dropped to 50%. Pt expressed concern that there may be an issue with the ins battery. Agent reviewed the ins battery duration. Agent had pt connect to the recharger app; pt confirmed that the ins was charging at 50% and the therapy was on. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that they have an upcoming appointment with their healthcare provider and representative on (B)(6).